Event description:
The pt received the scs sys on (B)(6) 2010. It was reported the pt was experiencing burning around the ipg pocket site. The pt reported the sensation occurs whether stimulation is on or off and increases with charging. The pt advised her skin was hot to the touch and reddened around the ipg. A replacement charging sys was issued to the pt. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.